Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/06/2016. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# j1600584, batch# j1546831. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe there is any problem/defect in the drain that caused the drain breakage? Or was drain breakage related to some intraoperative problem experienced during the surgery? Please confirm that the product is still available for return.

Event description:
It was reported that the patient underwent a total hysterectomy procedure on unknown date and the drain was inserted into the abdominal cavity through the place 4-5cm apart from median incision. On (B)(6) 2016, when the drain was being removed, the surgeon felt resistance after 2-3 cm of it was pulled out smoothly and then, it was hard to pull out further. The drain was broken inside the body, when was pulled with stronger force. The broken piece was left inside the abdominal cavity. The x-ray was performed and it was noticed the broken drain had not moved from the initial position. The doctor opined that he had not hurt the drain. The patient is currently in the hospital and has felt no pain from the index procedure. The patient¿s condition is good. A reoperation for removing the broken drain under imbar anesthesia has been scheduled on (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# j1600584 exp date: 01/2021, MFR date: 01/2016; batch# j1546831 exp. Date: 08/2020, MFR. Date: 08/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: does the surgeon believe there is any problem/defect in the drain that caused the drain breakage, or was drain breakage related to some intra-operative problem experienced during the surgery: the dr. Thinks there is a possibility that there was some problem/defect in the drain. He does not think drain breakage was related to some intraoperative problem; please confirm that the product is still available for return. Yes.

Manufacturer narrative:
Received one piece of drain, which is broken in its fluted edge. The broken edge is uneven, indented, possibly broken following some pre-damage. The drain apparently was damaged during its insertion.